Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "something happened" to their right ventricular (rv) lead approximately three weeks after it was implanted and that it was pulling too much from the implantable pulse generator (ipg) battery. The rv lead remains in use. No patient complications have been reported as a result of this event.